Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The consumer reported that the ins wasn¿t good anymore and needed to be replaced. The consumer reported that they were unable to get the patient¿s device approved through insurance to prove the device was medically necessary. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was scheduled to have their system replaced with another manufacturer¿s system per the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported clarified that the neurostimulator (ins) not being good anymore was that a battery replacement was needed. The battery was the cause of the ins not being good anymore. No further complications were reported.